Event description:
It was initially reported that a patient¿s previous implantable neurostimulator (ins) was replaced due to normal eos, but it was later reported that it was replaced because, one of the leads kinked and came apart. It was stated that the device and lead were replaced in (B)(6) 2012. It was reported that the patient knew it happened the previous (B)(6), when the patient was ¿standing in target and she felt a very severe ¿charge¿ that was unbelievable¿. It was stated that after that ¿everything kind of died¿ and she was not able to get coverage of her pain. It was stated that in (B)(6), the healthcare professional (hcp) took an x-ray and saw the lead. It was noted that patient reported being in very severe pain from (B)(6) 2011 and expressed dissatisfaction with her manufacturer¿s representative about it. No additional information received. It was stated that the patient had not been seen since 2012.

Manufacturer narrative:
Product ID 377845, lot# v012284, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 377845, lot# v012284, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead product ID 377845, lot# v011737, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 377845, lot# v011737, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead (B)(4).